Event description:
In (B)(6) 2009, I began a course of treatment for the implantation of a nobel biocare dental implant. The implant seemed to be successfully implanted and the crown was attached. My dentist was unable to maintain the crown tight on the implant and it was discovered that the implant had fractured. Last yr I had the implant removed. Following a bone graft, I had a new implant implanted on (B)(6) 2012. My dentists say that this problem is rare, but my limited research shows that this problem is not so uncommon. I have been in touch with nobel, but to date nothing has come from this communication.